Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was initially reported that nkv-550 vent turned off suddenly, giving the alarm for turning off. There was no injury to patient as a doctor and nurse immediately attended to the patient. When the vent was turned back on three errors showed: non-critical thread , main battery failure, and backup battery failure. According to the debug logs and trend data, a non-critical thread alarmed occurred, the ventilator continued ventilation and gas delivery functions were not affected. Later, the reporter confirmed that the ventilator continued to ventilate during the event.